Manufacturer narrative:
Please note that the patient's age, gender, and weight were unknown. The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (f1628501) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined.

Event description:
It was reported that a mynxgrip 5f vascular closure device (vcd) failed to deploy after a diagnostic procedure. The user had shuttled down completely. The physician stated that there was a hard stop, but when removing the sheath, the white advancer tube and sealant sleeve never exposed. The device was removed and manual pressure was held for thirty minutes or less. Additional information was requested, but is unknown at this time.